Manufacturer narrative:
Updated fields: b4, e1(event site email), g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d5, g1(contact person).

Event description:
Na.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse turned the unit on and found no error codes. The fse also went into the maintenance mode, checked for fault codes and electrical faults and found none. Full calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a weekly check, the cs300 intra-aortic balloon pump (iabp) gave e33 error code. There was no patient involvement, and no adverse event reported.